Manufacturer narrative:
The field service engineer adjusted the high voltage, deleted calibrations, ran a blank cell calibration, and recalibrated all assays. Controls were within specifications. Performance testing was run. The investigation could not identify a product problem. The cause of the event could not be determined. This issue is consistent with an issue with pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system on a cobas e 411 immunoassay analyzer. The sample initially resulted in an hcg value of 1.68 miu/ml accompanied by a data flag. The initial value was reported outside of the laboratory. The sample was repeated, resulting in a value of 1558 miu/ml accompanied by a data flag. The sample was repeated a second time, resulting in a value of 1678 miu/ml accompanied by a data flag. A corrected report was issued. The hcg reagent lot number was 528065. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer checked probe adjustments. Tubing was checked for leaks and placement; all were ok. A joint block was replaced. The mixer was found to be bent and was replaced. Mixing was still not ok, so the mixer shaft was straightened. A mixer check was performed and passed. All voltage monitors were checked and passed. Performance testing was run and passed. Controls were run and passed. Further investigations determined that foam on the reagent could not be excluded as a root cause of the event.